Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 hemopro remained activated even though the toggle switch was confirmed to be in the off position. The case was completed by unplugging and replugging the unit when needed to cauterize. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)